Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant as reported. The balloon was tightly folded; however, the outer member and balloon were separated at the proximal seal. The reported difficult to position was confirmed. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.0 x 12 mm mini vision stent delivery system was loaded onto the guide wire; however, the device was unable to advance over the guide wire. The device was removed from the guide wire without resistance and was not used. The stent struts appeared as if they were pulled apart (stretched). There was no patient involvement and no adverse patient effect. A second mini vision stent delivery system was then used without issue. No additional information was provided. The device was returned for analysis. Analysis noted that the outer member and the balloon of the mini vision stent delivery system were separated at the proximal seal. Although the site reported that the stent struts appeared as if they were pulled apart, this was not confirmed upon return device analysis. Site is unaware of the separation. No additional information was provided.